Manufacturer narrative:
Evaluation results: evaluation of the returned product confirmed the reported issue; alarm sound intermittently when the sensor cable is moved in receptacle two. Sensor receptacle one sounds when weight is on the sensor pad and is silent when weight is off the sensor pad. The custom voice message recording only plays a clicking sound. The plastic molding on sensor receptacle two is broken and the pins are pushed down. Hold mode functions as expected. Note: instructions for use on testing alarm and sensors states: always check sensor when connecting it to a posey alarm. You can check a sensor by attaching it to the sensor cable outlet in the alarm, activating the alarm and placing pressure on the mattress near the sensor area and then releasing. When the pressure is released, the alarm should sound. Repeat this pressure/release test along the entire length of the sensor to ensure entire sensor functions properly both with the bed in the flat position and the head and/or foot articulated. If at any time the sensor doe snot function, stop use immediately and replace with new sensor. Do not use the alarm or sensor if it does not activate each time weight is removed from the sensor. (B)(4).

Event description:
Customer reported the alarm sounds intermittently. Customer reported it was discovered during set up, but did not know the date when found. Batteries have been replaced with a new supply no patient incident of injury reported.